Event description:
A patient specific implant request has been opened for the patient's left elbow. Noted on the form: loose ulna component of custom siw total elbow replacement implanted in 2016 which got symptomatic and needs revision as it is at risk of developing a peri-prosthetic fracture. Current ulna component is 90mm long. The new ulna component needs to be cemented, 150mm long and to articulate with humeral component currently in situ. Update: custom implant for 2 stage revision for infected primary elbow replacement.

Manufacturer narrative:
An event regarding loosening and infection involving a patient specific, proximal ulna replacement, ulna was reported. Loosening was confirmed via clinician review, but infection was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this patient underwent a left total elbow prosthesis in 2016 move and now, about seven years later the ulna component has loosened with osteolysis and the patient is symptomatic requiring revision with a new custom ulna component. Revision surgery is planned shortly. I can confirm that the patient had the left total elbow prosthesis since I was able to view an x-ray with the implant in place. The root cause of loosening of the ulna component cannot be determined with certainty. The causes are multifactorial including surgical technique, especially the cementing technique, and patient factors including the patient's activity level and bmi as well as systemic factors such as the patient's metabolic state." Device history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is planned to be revised due to loosening of the ulna. Infection was also reported. A review of the provided medical records by a clinical consultant indicated: "this patient underwent a left total elbow prosthesis in 2016 move and now, about seven years later the ulna component has loosened with osteolysis and the patient is symptomatic requiring revision with a new custom ulna component. Revision surgery is planned shortly. I can confirm that the patient had the left total elbow prosthesis since I was able to view an x-ray with the implant in place. The root cause of loosening of the ulna component cannot be determined with certainty. The causes are multifactorial including surgical technique, especially the cementing technique, and patient factors including the patient's activity level and bmi as well as systemic factors such as the patient's metabolic state." If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned.

Event description:
A patient specific implant request has been opened for the patient's left elbow. Noted on the form: loose ulna component of custom siw total elbow replacement implanted in 2016 which got symptomatic and needs revision as it is at risk of developing a peri-prosthetic fracture. Current ulna component is 90mm long. The new ulna component needs to be cemented, 150mm long and to articulate with humeral component currently in situ.